Event description:
This rv lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2017. A procedure form received on 5/10/2017 stating that lead exhibited oversensing and noise post shock on rv pace/sense and shock channel from episode on (B)(6) 2017. It was determined lead had fractured. 7121 was explanted with no pt adverse effects. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)